Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: mw (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gem 20dp v/nv 1.2mf dehp free experienced 5 cases of air bubbles/air in line, and 10 cases of flow issues. The following information was provided by the initial reporter: material no: 2202-0007. Batch no: 20105848. Lipids hung m evening. Noted line of air past lipid filter around a few hours later and no port to draw the air out of. Disconnected lipid tubing from trifuse and removed tubing from alaris pump to allow air to prime out of line. Unable to achieve flow of lipids out of tubing despite everything unclamped, could not prime air out of the tubing. Then lipids started to backflow in tubing. Decided tubing must be defective and rehung new lipid bag and tubing. There was no detectable harm.